Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse made alignments on the photomultiplier tube (pmt) shutter and reagent probe. The cse checked the tube lifter, wash station, shaker bars and reagent dual resolution dilutor (drd) and did not find any issue. The cause of the discordant, false negative results on the immulite 2000/ immulite 2000 xpi cmv igm assay is unknown. Siemens is investigating the issue. MDR 2432235-2018-00082 and MDR 2432235-2018-00084 were filed for the same issue.

Event description:
Discordant, false negative cmv igm results were obtained for a patient sample on an immulite 2000 xpi instrument. The sample was repeated on the immulite 2000 xpi cmv igm assay and the repeat results were also nonreactive. The immulite 2000 xpi cmv igm results were not reported to physician(s). The same sample was tested on an alternate platform and resulted positive for cmv igm, which was reported to physician(s). There are no known reports of patient intervention due to the false negative cmv igm results. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the false negative cmv igm results.

Manufacturer narrative:
The initial MDR 2432235-2018-00083 was filed on 26-feb-2018. Additional information (26-feb-2018): a siemens headquarter support center (hsc) specialist stated that there were no mechanical issues noted based on the service report. The hsc specialist requested a precision study to be performed with patient samples to evaluate if this was a sample specific issue. Additional information (15-mar-2018): a siemens hsc specialist reviewed the information in the complaint and stated that the disordant result could be due an imprecision with the patient sample. The siemens customer service engineer (cse) had performed a realignment of the reagent probes and the photomultiplier tube (pmt) shutter. There have been no reports of imprecision since the cse visit. The cause of the discordant false negative result on the immulite 2000/ immulite 2000 xpi cmv igm result is unknown. The immulite 2000/ immulite 2000 xpi cmv igm assay is performing according to specifications. No further evaluation of the device is required. Result and conclusion codes have been updated in section h6. MDR 2432235-2018-00082_s1 and MDR 2432235-2018-00084_s1 were filed for the same issue.